Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) is constantly undersensing r-waves, so they are getting what looks like lots of pauses and brady episodes. Consideration to reprogram the ilr to the most sensitive setting, as it was noted that the ilr is currently not programmed at the lowest programmable setting. The ilr remains in use. No patient complications have been reported as a result of this event.